Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the doctor was found the laryngoscope light suddenly went out and then went on and off during the operation. After the operation, the engineer found the battery in the laryngoscope handle has not been changed for a long time. The battery corroded and flowed liquid. The engineer cleaned it up and changed the battery,there is no problem for the device. No impact on the patient.

Event description:
It was reported that the doctor was found the laryngoscope light suddenly went out and then went on and off during the operation. After the operation, the engineer found the battery in the laryngoscope handle has not been changed for a long time. The battery corroded and flowed liquid. The engineer cleaned it up and changed the battery,there is no problem for the device. No impact on the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.